Manufacturer narrative:
Complaint conclusion: as reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) was unable to hook onto the vessel wall and the indicator window did not turn black. Manual compression was performed instead. There was no reported patient injury. The procedure was performed with a non-cordis sheath introducer using a retrograde approach. The physician was certified on exoseal vcd use. The exoseal indicator window was facing up during retraction but did not change, and no visible damage was observed to the indicator wire or loop. The device and packaging showed no visible signs of damage prior to use, and the device was stored and prepared per the instructions for use. Angiography confirmed femoral artery suitability with an insertion angle of 30¿45 degrees, vessel diameter =5 mm, no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis >50%, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target site had not been previously closed within 30 days. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the device was received fully deployed with the indicator wire retracted. There were no anomalies noted to the internal mechanism. The device received does not match the event reported. The indicator wire on the received device was found retracted, and the indicator window was found in the white/red position. It was reported that the guidewire loop was unable to hook onto the vessel wall, and the indicator window did not turn black. However, the device was received fully deployed, indicating a successful deployment of the device and functionality of the indicator wire and indicator window. The exact cause of the event could not be determined. As warned in the instructions for use (IFU), which is not intended as a mitigation, once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) was unable to hook onto the vessel wall and the indicator window did not turn black. Manual compression was performed instead. There was no reported patient injury. The procedure was performed with a non-cordis sheath introducer using a retrograde approach. The physician was certified on exoseal vcd use. The exoseal indicator window was facing up during retraction but did not change, and no visible damage was observed to the indicator wire or loop. The device and packaging showed no visible signs of damage prior to use, and the device was stored and prepared per the instructions for use. Angiography confirmed femoral artery suitability with an insertion angle of 30¿45 degrees, vessel diameter =5 mm, no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis >50%, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target site had not been previously closed within 30 days. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.